Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer was not able to prime on the insulin pump. The customer's blood glucose level was 86 mg/dl. The customer stated that she was going to put insulin on the pump but when clicked on reservoir set up it would not go further.the customer discovered that their is a clear circle by the time on the insulin pump screen and checked status screen, low reservoir and a square bolus are showing set. The patient was advised that the insulin pump will not let her rewind it with the bolus running, she need to suspend the insulin pump and then rewind. No furthe infomation was reported